Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
According to the affiliate, an icp microsensor was showing incorrect readings. Occurring during use on patient, no delays were reported. Doctor believes microsensor is at fault because the problem was still evident after he changed the icp monitor.

Manufacturer narrative:
Updated UDI -- (B)(4). The sensor was returned and evaluated by the supplier. Review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found no visible damage to the sensor, catheter material or connector. The device passed all electronic, noise, linearity and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.